Event description:
It was reported that prior to starting a da vinci s cardiac surgical procedure, while starting up the sys, the customer experienced recurring sys error code #25589. An isi technical support engineer had the customer turn off the sys and reset the circuit breaker on the pt side cart (psc), however, when the sys powered back up the sys error code #25589 reappeared. The pt was under anesthesia for approx one hr when the site decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
Results, conclusions: the investigation conducted by field svc engineering concluded that the sys fault experienced by the customer was associated with the remote arm controller (rac) board. The sys was repaired by replacing the affected rac. The rac is an electronic module comprised of four printed circuit assemblies and cooling fans. Sys error code #25589 appears when the da vinci s safety sys determines during the power up self test that the remote arm controller board (rac) brakes failed the brake voltage test. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The rac was returned to isi for failure analysis investigation. Inspection was performed and two low voltage differential signaling connectors for the rac malfunctioned, thus generating the sys errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hosp.